Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the wheel ((B)(4)), and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) ), the cardiosave intra-aortic balloon pump (iabp) was found to have a broken wheel lock lever. There was no patient involvement.